Event description:
It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced erosion and formation of scar tissue, has sustained permanent pain, suffering, disability, and impairment.

Manufacturer narrative:
No sample was returned for eval. The product number and lot number is unk so the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The precautions state: "avaulta biosynthetic mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds. The avaulta biosynthetic mesh implantation procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerve, bladder, bowel, rectum, or other viscera during needle passage. Excessive tension should be avoided on the avaulta biosynthetic mesh and suture attachment points to account for wound shrinkage during the healing process." (B)(4).

Manufacturer narrative:
Lawyer-filed report - (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced: injuries including, but not limited to, vaginal pain, dyspareunia, painful sexual intercourse, and the need for multiple procedures, tests, medication and medical intervention." The patient underwent "transection and partial resection of the anterior vaginal mesh arms." The patient also reported that she "had suffered, may have suffered, or presently suffered from cystocele, enterocele, hernias, rectocele, recurrent vaginal pain (pain during intercourse, as well as discomfort), urinary incontinence and uterine prolapse.

Manufacturer narrative:
Adverse reactions: "complications associated with the proper implantation of the avaulta plus biosynthetic support system may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure; urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant; perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure; irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection; extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa; inflammation, sensitization, rejection of biologic materials, pain., dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse; urinary incontinence (stress and urge)." (B)(4).

Event description:
Per additional information received, the patient has experienced marked dyspareunia requiring two mesh removal surgeries, postoperative granulation tissue, vaginal discharge, visible sutures requiring trimming, vaginal pain/tightness and chronic back pain.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced vaginal discharge, granulation tissue which was cauterized with silver nitrate on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2011, trimming of suture ends on (B)(6) 2008, excision of suture on (B)(6) 2008, dyspareunia, sensation of a tight vagina, discomfort caused with deep palpation of firm stool in rectum, transection and resection of anterior vaginal mesh arms on (B)(6) 2010, resection of mesh on (B)(6) 2011, chronic back pain, right lateral scar band with mesh behind it, tender to palpation, atrophic vaginitis, significant tenderness of pelvic floor musculature, nonsurgical and surgical interventions.